Event description:
Rptr purchased eight model 8 and three model 10 sterilizers and received them in 12/93. The total cost was 21,239.00. The equipment was functional upon arrival and through maintenance briefing was completed by the salesperson, then again by rptr a month later. There has been a trend of non-operation since 9/94 (still under warranty). In september equipment item ac8961 fuse holder melted. In 11/94, the equipment item ad-8958 had a water leak (hose to the pressure swith came off). In 12/94, the ad-1028 door wouldn't shut (latch was not aligned). Then equipment item ad-10280 starting whistling out of the door. In 1/95, item ac-8957 had another water leak (same reason). The problems were resolved yet four units were sent back for repairs. The shipping tags were requested in 10/94 and they didn't arrive until 12/94. They were just returned in late january of 1995. In addition to the great delay these items were shipped in new boxes for which the co charged $23.25 each. These items were under warranty. If it weren't for the additional sterilizers on hand this would have been a work stoppage.